Event description:
Report received of an over-delivery. The pump was programmed in the concurrent mode to deliver fentanyl 2500mcg/250ml at a rate of 9ml/hr on the primary line. On the secondary line, the pump was programmed to deliver versed 100 mg/100 ml at a rate of 4 ml/hr. At 0630, the versed solution container was changed. Approximately 3.5 hours later, the nurse found the versed solution container almost empty. The pump display indicated that 14 ml were infused but the nurse measured only 6 ml remained in the container. There were no reported audible alarms. The physician was called and the medication was discontinued. There was no reported adverse patient effect and no medical interventions were required. Though requested no further information was available.